Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-09457. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially torn. No detachment of the tissue pad was found. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The investigation has not begun since the distributor does not have the capability to check the device. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
The event date was unknown. Olympus medical systems corp. (Omsc) was informed by the distributor that during a kidney transplantation using the subject device, the following event occurred. Short circuit error occurred frequently. The tissue pad was partially separated. There were no fallen fragments. The intended procedure was completed with another device without extension of the procedure which could have caused a serious deterioration in the state of health. There was no patient injury reported.